Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention was undertaken on (B)(6) 2019 wherein the two permanent percutaneous leads were implanted below the paddle lead. No device was explanted. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing ineffective stimulation. Reprogramming was performed, however it was unable to provide effective therapy. Patient underwent a trial procedure where 2 percutaneous leads were placed. Surgical intervention to remove the lead associated with this report may take place at a later date.